Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2020, product type: lead, product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient called and stated she was in a car accident a couple of weeks back. She said it feels like her wires are pulling when she bends over. She also stated that her stimulation doesn¿t feel like its in the same place and she has her normal pain back. The manufacturer representative planned to meet up with her 2/19 to run an impedance, check an x-ray to see if leads have shifted and reprogram if needed. Additional information received from the manufacturer representative reported that the right lead had pulled down half a vertebral body which was apparently causing a new stinging type sensation. The patient wanted to have the leads revised. The exact cause of the issue was undetermined, but it was thought the car accident was the cause. The patient was being referred to the implanting surgeon for a lead revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was getting ready for a lead revision as the lead had migrated since the car accident. The patient had turned off the stimulation since then and the representative was currently performing a passive recharge for the past 30 minutes with excellent coupling. The implant continued to show red and the controller had dropped to from 60% to 20%. The healthcare provider thinks something might have happened to the implant during the car accident. The patient did not have issues charging prior to the accident and the placement was not an issue. The implant was going to be replaced as well.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the device was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.